Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient reported she received an e11 (set not primed) error message on her insulin infusion device and is not able to start the device. She stated she removed the insulin cartridge prior to the call. To troubleshoot, the patient was instructed to go through the proper procedure to reinsert the cartridge which she did. The patient was then instructed to prime until insulin came out of the tubing which she did without error. The patient then reconnected to her infusion headset and performed a 10 unit bolus of insulin as her blood glucose reading registered "hi". She stated her blood glucose was in the 400's mg/dl range and she was feeling ill and extremely tired. Further attempts to follow up with the patient were unsuccessful. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.